Event description:
It was reported that a patient underwent a full revision surgery. The generator was indicated to be replaced due to battery depletion, and the lead was stated to have been replaced for compatibility with the latest generator model. Both the generator and lead were returned for analysis. Generator analysis was completed and noted an intensified follow-up indicator = no condition. High impedance was detected from a review of the device's internal data. Analysis of the lead noted four sets of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. Abraded openings were noted on the outer silicone tubing. The cause for these abraded openings are unknown; it was noted that a couple of them were the result of tie-downs. The lead assembly had dried remnants of what appeared to have once been bodily fluids inside the inner and outer tubing. No obvious points of entrance were noted other than that the abraded openings in the outer silicone tubing. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portions. The last system diagnostics recorded from a review of the manufacturer's available programming data history was from 2016, indicating the device was functioning as intended. No additional relevant information has been received to date.

Event description:
Follow up with the company representative present at the surgery confirmed that impedance was within normal limits pre-operatively. No additional relevant information was received to date.